Event description:
It was reported that pump experienced malfunction with malfunction code displayed and could not be reset, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.